Event description:
It was reported that upon interrogation, r-wave oversensing on the atrial channel was observed via merlin.net. Inappropriate automatic mode switch episodes due to oversensing were also noted. Programming changes were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.